Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump with a leaking battery was not confirmed by service. The cause of the reported condition was not determined. The pump was not repaired at this time as the referenced device has been removed from service. A service history review revealed that this device was previously serviced for the reported condition. The battery was replaced during a previous service event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that is leaking battery acid; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department during biomedical testing. It is unknown what process step this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.